Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged around the reservoir compartment. The customer also indicated that the battery cap is damaged as well. Customer's blood glucose reading was 309 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.